Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. This is the first complaint reported against the finished goods lot and the device history review (DHR) shows the product was released per specs. The customer did not retain a sample for this complaint report; functional testing could not be conducted. The root cause cannot be determined. (B)(4).

Event description:
An ophthalmic surgeon reported that during vitreoretinal surgery, bubbles came out of the tip into the eye. The bubbles bothered the surgeon's view during the operation. There was no pt harm reported.